Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they ran the helium leak test three (3) times, and passed all three (3) times. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) was found to have helium leak. There was no patient involvement.